Manufacturer narrative:
As received, the middle portion of the guidewire was returned for evaluation in one piece; the detached proximal and distal portion of the guidewire were not returned with the unit. Visual inspection of the guidewire revealed damages that are consistent with procedural damage. The guidewire was sent for detailed analysis and the results returned indicated the analysis was inconclusive regarding the cause of the event. Visual inspection revealed surface contamination on the surface of the fracture, but it is likely not related to the cause of the fracture.

Event description:
During the implant procedure, a segment of the guidewire detached inside the lead and was unable to be removed. The lead remained implanted with the detached portion of the guidewire segment. The procedure was completed successfully and the patient was stable.